Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing broke, and returned one photo of material 2426-0007, lot 25055406. The photo verifies the complaint of separation at the tubing inlet of the smart site. There is no physical sample available for investigation. The manufacturing site verified the complaint of separation, and provided a possible root cause of solvent application issue. A retraining of the personnel on the manufacturing line was carried out on june 2nd, 2025 in order to assure the correct use of fixtures and the solvent dispenser. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that the alaris 3-smartsite y-site tubing was infusing and broke at the y site which started to leak. Infusion stopped and new tubing apllied.